Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook, rev. C, are currently available. The IFU¿, lists potential adverse events, including right heart failure, respiratory failure, and infection, that may be associated with the use of heartmate 3 left ventricular assist system. The IFU, (under ¿right heart failure¿) outlines indications of right heart failure as well as possible treatments. The IFU also lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a right heart catheterization on (B)(6) 2025 which revealed right heart failure. The rotation speed was changed from 4800 to 4600 revolutions per minute (rpms) and medication adjustments were made, however the patient still experienced dyspnea due to pulmonary congestion. Dobutamine therapy was initiated on (B)(6) 2025. The patient experienced a major bacterial lung infection and respiratory failure on (B)(6) 2025 that was treated with medical therapy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.